Manufacturer narrative:
Visual analysis of the returned device identified fold creases, white calcification-like particles in the device outer surface, and one curved opening. A leak test was performed which identified an opening. A microscopic analysis was performed which identified one curved opening and wear abrasion. Based on the device analysis, the final assessment is one extended smooth opening on the posterior side assessed as a smooth opening. Additional, changed, and/or corrected data: b.5, b.6, d.6b, d.9, g.1, h.3, h.6.

Event description:
Healthcare professional additionally reported "folded" and "wrinkling/rippling." Device has been replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.